Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: ddmc3d4 ICD, implant date: on (B)(6) 2025; 5076-45 lead implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a new implant was placed on (B)(6) 2025. The right ventricular (rv) lead exhibited over 4900 short v-v intervals in the last six weeks. The right ventricular (rv) lead sense polarity was ttc, and the rv lead sensitivity was set at 0.3mv. Programming considerations were discussed with the company's technical services to reduce the sic burden. The rv lead remains in use. No patient complications have been reported as a result of this event.